Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the non-calcified right common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced over a 0.035 wire for dilation. However, on the second inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The balloon was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was doing well.